Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient ended up plus 1.50 hyperopic. The intraocular lens (iol) was exchanged, from the patient's left eye, with another tecnis toric lens. The patient is doing well and is happy.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens optic was returned cut in pieces, whereby dust particles were present. The lens condition was consistent with a lens that was explanted from the patient¿s eye. Visual inspection revealed that an incomplete device was returned whereby one half of the lens was present. Visual inspection using a microscope at (B)(4) magnification showed that the lens can be identified as tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. Due to the condition of the lens additional analysis is not possible. The manufacturing record review was performed. The production order was not produced under deviation. There were no process and / or material changes within the production order manufacturing. There were no non conformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power. There were no environmental monitoring related nonconformances within the timeframe when the production order was manufactured. There were no associated nonconformity material reports or nonconformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.